Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via left surgical axillary/subclavian artery and an impella rp flex via right percutaneous internal jugular vein for mechanical circulatory support. The pump was placed per instructions for use and walked up. The flows on the impella 5.5 improved and the impella rp flex flows were within range. The flows started drifting. The pa numbers creeped up on the sensor and the flows were all to zero. Motor current (mc) numbers were good and there was no spike. The pump walked down and back up with no change. No mc spikes were noted. The issue was reviewed with the care team and the decision was made to leave in and monitor the mc. An echocardiogram was declined at this time to assess flow with color. The impella 5.5 is being monitored for trends.

Manufacturer narrative:
D4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was received. The pump is unavailable for return. The patient received a transplant and the operating room staff disposed of it.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the issue was not established as no definitive log abnormalities were observed and no product was returned for analysis.